Event description:
Abbott diabetes care received an electronic mail from a person at (B)(6) who reported that one of their volunteers (customer's mother) stated that her daughter experienced a diabetic seizure due to "faulty readings" received on her freestyle lite blood glucose meter; however the readings are unknown. It was additionally reported that since then, the daughter noticed that two other meters (brand and serial numbers are unknown) gave her readings that the person at (B)(6) described as inaccurate, but it is unknown if those two additional meters contributed to an adverse event. No further information about the events was reportedly given. Adc customer service attempted to contact the person at (B)(6) who sent the electronic mail requesting the volunteer (customer's mother) to contact adc. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc customer service was unable to contact the customer's mother as the contact information (name, telephone number and address) was not provided. Adc attempted to reach the person at (B)(6) who reported the event, but there was no response to the request. If further information about this case is obtained, a follow-up report will be filed. The device manufacture date is unknown.